Event description:
Report received from (B)(6) indicating that, during service of a device, the device was found to have missing components. It is known if the device was used in surgery. It is not known if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: # (B)(4).